Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of compromised force sensor system alarm. The customer states that once the alarm prompts, the device needs to be reset. The customer's blood glucose level at the time of incident was unknown. The customer states their most recent level was 74mg/dl. Troubleshoot was conducted, and the customer was advised that the device would be replaced and need to be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to corroded motor home switch. Unable to test for a33 alarm due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked belt clip slot.